Event description:
The kalix ii implant has snapped prematurely during the surgery. It has broken before the pressure of the trigger, when the implant was not fully inserted. After it has broken, another implant has been used (same size, same batch number). The distributor sales rep was present during the procedure.

Manufacturer narrative:
The implant involved in this complaint is an old design of the device. A design change was implement to reduce the gap between the conical insert and the snap off part (reduced from 3/10 to 1/10) to improve the strength of the snap off part of the implant. Since the device was not returned for eval, the exact root cause could not be determined. Possible root causes which may have contributed to the reported incident includes 1. Additional training on the handling of the device. 2. The implant may have been positioned incorrectly on the impactor. The implant may not have been flush to the extremity of the impactor.